Manufacturer narrative:
Carefusion has requested clarification from the user facility via email as which led is only partially lit, when the led issue occurred; before or after the damage, and how was the device damaged. As of august 19, 2015 there has been no additional information provided by the user facility in regards to that request. (B)(4). The user facility biomed informed the carefusion that he would order the necessary parts to repair the device and return it to service.

Event description:
The user facility biomed reported that prior to patient use the led on the front panel assembly is only partially lit, the device is alarming loudly but there is no visual alarm message. The user facility biomed also reported that the device has been damaged and needs multiple parts for repair.